Event description:
Technician alleged that the brake casters did not hold in the brake mode.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2009-00067 and 9616099-2010-00154. The complaint conclusion has been updated to reflect additional information that a stroke occurred 47 days after the index procedure. The complaint received states that during a carotid stent implantation procedure, the angioguard capture sheath became caught on the implanted stent. The patient was admitted for a procedure with an 80% lesion in the left internal carotid artery. The lesion was mildly calcified. An angioguard was inserted, tracked and deployed without difficulties. The lesion was pre-dilated. A precise stent was successfully placed. After the lesion was post-dilated, the capture sheath was delivered to capture the filter basked (angioguard). However, the capture sheath got stuck to the stent. The physician managed to pass the capture sheath through the stent and successfully withdrew the filter basket back into the capture sheath. After the angioguard was removed the balloon catheter was advanced and the stent was post-dilated again to make sure that the stent was properly ¿attached¿ to the vessel. There was no patient injury reported. Additional information states that 47 days after the index procedure, the patient developed a stroke with symptoms of language disorder and paralysis on his right side of the body. Cerebral infarct was confirmed by MRI on the ipsilateral side. Medical management was conducted (details unk) but the patient has not yet fully recovered. According to the physician, this stroke was thought to be cardiogenic in origin as it occurred after atrial fibulation. However, it could not be denied that debris might have flown distal from the stented area. Therefore, the physician could not conclude if the event was related to the precise/cas or not. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report numbers are 1016427-2009-00067 and 9616099-2010-00154. Additional info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure on (B) (6) 2008 with an 80% lesion in the left internal carotid artery. The lesion was mildly calcified. A precise stent was successfully placed. After the lesion was post-dilated, the capture sheath was delivered to capture the filter basket (angioguard). However, the capture sheath got stuck to the stent. The physician managed to pass the capture sheath through the stent and successfully withdrew the filter basket back into the capture sheath. After the angioguard was removed, the balloon catheter was advanced and the stent was post-dilated again to make sure that the stent was properly "attached" to the vessel. There was no pt injury reported. Forty seven days post index procedure, the pt developed a stroke with symptoms of language disorder and paralysis on his right side of the body. A cerebral infarct was confirmed by MRI on the ipsilateral side. Medical mgmt was conducted (details unk), but she has not yet recovered from the symptoms. According to the physician, this stroke was thought to be cardiogenic stroke as this one occurred after atrial fibrillation. However, it could not be denied that the debris might have flown to the distal from the stented area.